Event description:
Synovitis [synovitis]. Case description: a spontaneous report was received on (B)(6) 2010 from the hcp of a (B)(6) female pt, initials (B)(6), who experienced synovitis of the knee after starting synvisc. The pt received an unk number of synvisc injections (dates not provided). The pt experienced synovitis after receiving synvisc. According to the hcp, the pt was advised to use a corticosteroid (nos) by a different physician. In the opinion of the hcp, the pt showed improvement after the use of the corticosteroid. On (B)(6) 2010, additional info was received in the form of qa results. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report. Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.